Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received pump error. The customer¿s blood glucose level was 119 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer states on second occurrence run self-test and self-test did not pass. The device will be return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm error due to a software error. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly.